Manufacturer narrative:
The device was received. Investigation is not complete.

Event description:
The customer contact reported that the pump did not alarm for a distal occlusion. During testing at the user facility, when the tubing was clamped distal to the cassette, the pump did not audibly alarm for a distal occlusion and there was no distal occlusion message noted on the pump display. There were no reports of any adverse patient events while the device was in clinical use. Though requested, no additional information was provided.